Event description:
The pt reportedly fell and hit his head at the implant site in (B)(6) 2013. The doctor treated the pt for swelling at the implant site with IV antibiotics in (B)(6) 2013. It was reported that (B)(6) infection was identified at the implant site. During the explant surgery, infected granulated tissue was visible around the implant site and electrode. The pt is being monitored.

Manufacturer narrative:
External visual inspection of the explanted device revealed that the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and the mechanical tests performed. The device was explanted for medical reasons. The device passed all tests performed. When more information becomes available, a supplemental report will be submitted.